Event description:
The customer reported via phone call that they were receiving no delivery alarms on the insulin pump. Customer stated they were attempting to bolus when the alarm occurred. The customer's blood glucose was 300 mg/dl. Customer also reported experiencing a failed battery test alarm when they replaced the battery on the insulin pump. It was also reported the customer had a keypad anomaly. Customer stated their act button stopped working while troubleshooting for the no delivery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector on lcd board. No black circle noted. The insulin pump was unable to verify for failed battery test alarm and perform prime, excessive no delivery and displacement test due to no button response. The insulin pump had a cracked on battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.